Manufacturer narrative:
(B)(4). Analysis of the extension s/n: (B)(4) found that the #0 conductor was kinked.

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported via a manufacturing representative that while unscrewing the lead extension during the ins implant the set screw over electrode 3 would turn with the torque wrench causing the lead to bend. Lead/ extension dislodgement was noted. The doctor had to stabilize the area to unscrew the set screw to remove the lead from the extension. The extension was replaced and the lead went into the implantable neurostimulator just fine. Impedances were normal. The patient was fine and the issue was resolved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.